Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 57mm abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. During the index procedure, the final angiogram revealed a type ia endoleak. The device was placed approximately 5mm below the lowest left renal artery. The physician decided to add an endurant cuff 28x28x49; however, the final angio revealed that the leak was still present in the ap view but not on the lao view. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4)